Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during the surgery, when the surgeon inserted the healix advance permacord into bone hole, and sutured the thread, all of the threads came off from the anchor. The anchor could not be used any more, and was hard to remove as the surgeon judged, the surgeon decided to keep the anchor into the patient¿s body because it was absorb-able. It was brand new and the first use when the issue occurred. There was less than 30 minutes surgical delay and no harm to the patient. No further information was provided by the hospital and could not be obtained.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary- the complaint device is not being returned, as it is implanted in the patient. Hence, a physical evaluation cannot be performed. The information provided stated that the device was brand new and the first use when the issue occurred. However, given the information, we cannot determine a root cause for the reported failure. If any additional information is obtained, this complaint will be re-opened to capture that information. A non-conformance search was performed and no non-conformances were identified for this part number (223129) with lot number (3l18874 ) combination per qlink search performed on (B)(6)2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).